Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a generator change out, low pacing impedance and high capture thresholds were observed on the right ventricular lead. The physician elected to cap and replace the lead (B)(6) 2020 and the patient was stable following.